Event description:
It was reported, the patient ((B)(6)) is experiencing pain at the ipg site. The reported sensation is likened to the amplitude of the stimulation being too high. Efforts to alleviate the pain through amplitude adjustments have been unsuccessful. In addition, the patient alleges the recharge burden for the ipg has increased. Reprogramming will be undertaken in an effort to address these issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.